Event description:
The rptr stated that she did two different sets of back to back testing. The results were 235, 186 and 210 mg/dl for the first set, and the second set included 89 and 228 mg/dl. She said all tests were done within 10 minutes or each other, using separate finger sticks. No symptoms were reported. The reporter's control solution was expired, so a control solution test was done.